Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found color dots in the image. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was traced to a component failure - due to the r-unit (charge coupled device) being broken. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited color dots in the image. There was no patient involvement.